Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant malposition."

Event description:
Healthcare professional reported patient presented with left side "implant malposition". Healthcare professional performed a "pocket revision" to treat the event. The left implant was noted to be intact. The device remains implanted.